Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for in-clinic follow up. Upon interrogation of the pulse generator, the programmer displayed an ¿erroneous parameters¿, error message. The device parameters were reprogrammed and the subsequent interrogation was successful. There were no patient consequences.